Event description:
It was reported that during a revision gastric band procedure, the surgeon put a hole in the stomach and used the device to close it. The surgeon fired the stapler without incident but noticed about fifteen minutes later that the hole was still there. Upon closer inspection the surgeon noticed that the middle part of the staple line had unformed staples and hence the reason for the hole. The surgeon noted that the staple line on the specimen side had perfectly formed staples so it was only the left side of the cartridge that produced unformed staples. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. In addition, several b-form staples were found on the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.